Event description:
This customer reported that the device shut down unexpectedly during a resuscitation effort.

Manufacturer narrative:
This customer reported that the device shut down unexpectedly during a resuscitation effort. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. A follow-up will be submitted after philips obtains more info about this event.